Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine 5.0 mg/ml at 1.0431 mg/day, and fentanyl 50.0 mcg/ml at 10.431 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. The identified clinical diagnosis included possible drug side effects and possible withdrawal symptoms. The patient had diarrhea and sleepiness/somnolence which began 2-3 days after the pump was surgically revised. A hospital discharge summary found the experienced postoperative hypoxemia and confusion following pump implant. The patient experienced hypoxemia, somnolence, mental status changes and sensation of worms crawling in legs/feet after pump replacement. Diagnostics included a chest x-ray which found increased prominence of pulmonary vessels, otherwise unremarkable. A CT scan without contrast results was unremarkable. The patient had a stoke workup and diarrhea workup which were both negative. An examination on (B)(6) 2014 found impulsivity, confusion, hypoxia, abnormal speech, sensation of worms in legs/feet. Interventions included administering o2 and therapy was suspended by tur ning down the pump to minimum rate. The pump was decreased 97% (minimum rate) to infusion 0.0310 mg/day of morphine and 0.310 mcg/day of fentanyl. The event resulted in in-patient hospitalization, prolongation of existing hospitalization. The outcome resolved with sequelae on (B)(6) 2015, sequelae included sleepiness and diarrhea. Examination found the patient symptoms resolved and the patient was discharged home on (B)(6) 2014. The patient's symptoms lasted 2 to 3 days, then resolved. Etiology indicated the device or therapy, and morphine sulfate/fentanyl were possibly related and the implant procedure was unlikely related to the event. The drug action that caused the event was specified as a pump revision. The outcome resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's weight was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study updated the outcome to resolved with sequelae on (B)(6) 2015. The sequelae was sleepiness and diarrhea (previously reported). On (B)(6) 2014 the pump was turned back on. No further complications were reported/anticipated.